Manufacturer narrative:
Follow-up #1 date of submission 01/27/2016-product analysis: the device was returned and evaluated by product analysis on 01/15/2016 with the following findings: review of the pump¿s black box revealed an unexplained rebooting event on (B)(6) 205 at 01:34; deliveries resumed at 11:03. Another rebooting event occurred on (B)(6) 2015 at 11:18; deliveries resumed on (B)(6) 2015 at 10:57. The total daily dose history was appropriate for the user programmed delivery settings. Two battery compartment cracks were observed. A battery cap was not returned. A test cap was used for further testing. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. No damage or defect was found to the pump¿s internal components. Unrelated to the complaint, investigation revealed the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient's blood glucose that day was 723 mg/dl with diabetic ketoacidosis, unspecified ketones, symptoms of dehydration, extreme thirst, and excess urination. The reporter noted the patient discontinued pump therapy, the pump's settings were not recently changed, and the patient was hospitalized and treated with intravenous fluids and insulin via injection. An intermittent power issue was reported. It was reported the battery cap was able to secure properly to the pump and there was no damage or moisture to the battery compartment. This complaint is being reported because the reported health event was attributed to a pump malfunction.